Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the hospital experiencing complete heart block and chest trauma. The patient had stabbed himself six times with an ice pick. The right ventricular lead exhibited was not working. The lead was explanted on (B)(6) 2013.